Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the neurostimulator battery was low and the therapy would stop and start and it finally stopped working since a couple of months ago. Patient said they had pain when it stops and all their problems come back. The patient lives in india and has to arrange a flight back to the us for the battery replacement. They are requesting that a medtronic rep make sure they can be present since they will have to book air travel. The caller also mentioned that the programmer was not working and they will need to get another one after they are implanted. Reviewed that they would receive a new programmer at that time.